Event description:
During the procedure, a 5x40x135 armada 35 percutaneous transluminal angioplasty catheter was advanced over a non-abbott j-shaped guide wire without resistance, one centimeter past the non-abbott guiding catheter, to a non-calcified lesion in the non-tortuous left external iliac artery. After the first inflation to 8 atmospheres, as the pre-dilatation was considered completed, an attempt was made to deflate the armada balloon, however, the balloon was slow to deflate, even when negative pressure was applied using a 20/30 indeflator. The 20/30 indeflator was replaced with a syringe in an attempt to apply additional negative pressure, but the attempt to deflate the armada balloon was unsuccessful. The armada balloon was wedged back into the distal end of the non-abbott guiding catheter, then the proximal end of an asahi confianza guide wire was advanced into the guiding catheter along the outside of the armada, and an attempt was made to rupture the proximal end of the balloon wedged inside of the guiding catheter; the attempt to rupture the balloon was unsuccessful. The armada was able to be retracted through the guiding catheter leaving the non-abbott guiding catheter and the non-abbott guide wire inside of the vessel. The guiding catheter was replaced with another non-abbott guiding catheter and using the same non-abbott j-shaped guide wire and a new non-abbott inflation device, the lesion was treated with a 10x40 absolute stent, followed by subsequent post-dilatation of the stent using a new 9x40 armada dilatation catheter without issue. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Functional testing, scanning electron microscopy (sem) analysis, and a review of received cine images were performed and the reported difficulty in deflating and difficulty in subsequent removal of the balloon were confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: unspecified brand j wire; asahi confianza. Inflation: 20/30 indeflator. Guide cath: 6 fr 23 cm cordis vista brite tip. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.